Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed, primary stability could not be achieved. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed, primary stability could not be achieved. Another implant was not placed successfully on the same day. The site was not grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)